Event description:
Reportedly, the customer indicates that they found the packaging already opened on the side before use, therefore the sterility was compromised for the line. There was no patient involvement.

Manufacturer narrative:
Device is available for evaluation but was not received by the manufacturer at the time of this report. Therefore, no evaluation codes could be entered. There was no patient involvement as the issue was discovered prior to use.

Event description:
It was reported that approximately one month post filter placement, a CT identified that the filter was tilted. Three months later, an x-ray was performed and reportedly, one filter limb was located in the right lower lobe of the lung. The filter was successfully retrieved. The detached limb remained in the pt's lung.

Manufacturer narrative:
Haemotronic received the defective sample. They checked it and found the opening side of the pouch and then the failure of the weld. They checked the tightness of the remaining welding, and it is in compliance with the specification. The open weld is the one done by the supplier of the (B) (6). Incorrect storage/transport. On the basis of the data, haemotronic believe that the problem could have happened after the shìpping of the goods. In any case, considering the number of defective pieces (only one) it is clear that it is an incident, otherwise they would have had a greater number of cases.